Event description:
It was reported that a device was used during a sigmoid resection. The device was very difficult to fire. Once fired, the surgeon noticed that the staple line was incomplete. The procedure was completed with another device. There was no pt consequence.